Event description:
Reporter indicated that device diagnostic testing at office visit in 02/2003 resulted in high lead impedance reading, indicating possible device malfunction. X-ray confirmed a break in the lead. The pt had recently had a case of pneumonia and was coughing very strongly. Physician believes that the strong coughing from the pneumonia was the cause for the lead break. Device replacment surgery is scheduled for 02/2003.